Event description:
It was reported to philips that the system would not boot up properly and therefore the room was down. The device was not in clinical use at the time of the event and no patient harm was reported. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that the system was not booting up properly. The engineer reloaded the ghost backup, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.